Event description:
Reporter stated that they received er1 message; did not use color chart. After cleaning, control test was in range 135 (100-149). Did test with 400+ result. Reporter had symptoms of high blood sugar, and expected high readings due to recent illness and hospitalization when bg was > 900. On followup, reporter confirmed er1, stated retest had been high, and a test 1 hour later was 500. Reporter stated that they would call back if any further problem. Er1 probably resulted from technique error. No harm was alleged.